Event description:
The report received from the affiliate indicated that the emerald .038 guidewire could not be advanced through the 1-piece 19 g .035 needle. There was no reported patient injury. The procedure was completed with a similar type product. Both products were inspected prior to use and appeared to be normal. Both products were prepped properly according to the IFU with no problems noted during preparation. The needle was flushed prior to use with no problems noted. No additional information is available. Addendum: the preliminary analysis indicated: the emerald guidewire was received inside the needle. A 21 cm section of the coil wire was unraveled and stretched; therefore, owing to the unraveled condition, it was not possible to take the guidewire out of the needle. The core wire presented a fracture condition on the distal end of the unit.

Manufacturer narrative:
The product was returned for inspection. The report received from the affiliate indicated that the emerald .038 guidewire could not be advanced through the 1-piece 19 g .035 needle, and analysis revealed that the coil wire was unraveled and stretched, with a fracture of the distal end of the unit. There was no reported patient injury. The procedure was completed with a similar type product. Both products were inspected prior to use and appeared to be normal. Both products were prepped properly according to the IFU with no problems noted during preparation. The needle was flushed prior to use with no problems noted. No additional information is available. One non-sterile emerald diagnostic guidewire was received in a plastic bag. The emerald guidewire was received inside the needle. A 21 cm section of the coil wire was unraveled and stretched. Due to the unraveled condition, it was not possible to take the guidewire out of the needle. The core wire presented a fracture at the distal end of the unit. The unit was scanned under microscope and the fracture condition was confirmed. The unit was sent to sem analysis to determine the cause of the fracture. Sem results showed that the coil wire presented evidence of pulling and twisting characteristics. Cutting as the root cause was discarded (by comparison) since the fracture site did not present any characteristics typical of this failure mode. Functional analysis could not be performed due to the received conditions of the device. The lot number of the guidewire was not provided; therefore, a device history report review could not be performed. The needle was inspected and found that the guidewire was stuck and immoveable where the leading end of wire slightly protruded from the tip of needle. The appearance of the returned article was also inspected and fouling was observed inside the needle tip and guidewire. The guidewire was initially informed as 0.038", while the assured inner diameter of the needle was 0.035". The returned wire was inspected and found to be 0.035". Inner diameter of the retained sample from the same manufacturing lot number was also inspected and confirmed that the pin-gauge of 0.035" can pass through the needle. There was nothing significant observed in the manufacturing record of the lot number of the needle. In the assembly procedure, 100% inspection is performed to confirm the inner diameter of the product by passing through the 0.035" pin-gauge. In addition, any foreign material inside the needle tubing is eliminated by allying air-blow. Investigation concluded that the fouling observed within the needle originated from body tissue incrusted during puncturing, and the guidewire got stuck inside the needle. The complaint reported by the customer as: 'guidewire-impeded' could not be evaluated due to the received conditions of the device; moreover, a fracture condition of the core wire was found on the unit. According to sem analysis results, the root cause of this fracture could be related to twisting and/ or pulling events. The body tissue found inside the needle may have contributed to the difficulty in advancing the guidewire through the needle. Device handling factors may have contributed to the stretched condition and fracture (pushing/pulling the wire against resistance). The instructions for use (IFU) warns to never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy. Torquing the guidewire against resistance may cause damage and/or fracture which may result in separation of the distal tip. The devices did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event as reported, therefore, no corrective action will be taken. Please note that this is the initial/final report for this product.